Event description:
It was reported that the infant oxygenator arrived with the inflow connection damaged. The issue was found upon removal from box and was not used.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The cap was removed, and the damage was noted. No damage was noted to the packaging or box.